Event description:
It was reported that a half day infusor experienced no flow during home patient use. There was no flow observed before and after the device was connected to a needle. The patient did not notice any air bubbles in the line or anything else unusual about the device when they went to use it. The product had been removed from the refrigerator just before use. The patient was retrained and instructed to take the infusor out of the refrigerator four to six hours before treatment. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: the reported condition occurred on an unknown date in (B)(6) 2013. This lot was manufactured july 23, 2013 - july 24, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received for evaluation with approximately 5ml of solution in the reservoir. Visual inspection showed no evidence of flow at the distal luer when the luer cap was removed. Further visual inspection revealed the cause of the reported condition was crystallized drug blocking the fluid path at the distal end of the glass capillary. The glass capillary is located inside the flow restrictor housing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a supplemental report will be submitted.